Manufacturer narrative:
The customer cleared the reported problem. No ge services were necessary. The system operates as intended.

Event description:
The customer reported that the control panel series monitor cart was defective on the 7700 system. No patient injury was reported.